Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: lack of image. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the image malfunctions: due to damage on charged couple device unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colono videoscope produced a glitchy image when connected to the processor. The issue occurred during a diagnostic colonoscopy procedure. There were no reports of patient harm.